Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot up and needed to be manually started. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A remote service engineer (rse) provided remote support, identifying that the host pc was not starting up automatically and advised the customer to perform a manual startup to recover and continue use of the system. A philips field service engineer (fse) evaluated the system onsite and determined the host pc was the cause and needed to be replaced. After replacing the host pc and its hard drive and reloading the system software, the system was returned to use in good working order. The host pc was returned for failure analysis. During testing, it was identified that the host pc's power supply was defective. The codes were updated based on the investigation outcome.